Event description:
It was reported that the catheter was found to be leaking near the proximal end of the catheter as it was being inspected prior to use.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
Reference cer (B)(4) follow-up 1.

Manufacturer narrative:
The catheter was returned for evaluation and it was found broken (cut) into two segments at approximately 22.50cm from the proximal end. The proximal segment of the catheter was found to be ruptured at approximately 1.78cm from the distal end. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. Catheter rupture / break. (B)(4).